Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation with faradrive sheath, the patient experienced a pericardial effusion. The effusion was confirmed with an ultrasound. Drainage was performed immediately, and the patient was returned to the ward thereafter. The procedure was completed succesfully with original device. The device is not available for return.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation with faradrive sheath, the patient experienced a cardiac tamponade and pericardial effusion. The effusion was confirmed with an ultrasound. Drainage was performed immediately, and the patient was returned to the ward thereafter. The procedure was completed succesfully with original device. The device is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial. MDR in block(s) h6.